Event description:
Complainant alleged that during biomed testing the device's display was flickering. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The color cable was replaced as precaution and the device was recertified and returned to the customer. No trend is associated with reported of this type.